Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06193. Related manufacturer reference number: 2938836-2019-06194. It was reported that the patient presented in clinic for a follow-up when inappropriate mode switching due to far r-wave oversensing was noted. It is unknown which product of the system caused the issue. Programming changes were made. No patient consequences before, during, and after the reprogramming.